Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 4.3 mmol/l. Customer was not doing anything, but the buttons were acting up earlier this morning. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded express bolus, esc and act button on keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.